Event description:
Additional information was received that the oversensing of atrial flutter continued and the patient once again received inappropriate therapy and anti-tachycardia pacing (atp). Therapy was not exhausted and there was no asystole greater than two seconds. Since programming the sensitivity did not resolve the issue, the physician opted to program the device to electrocautery mode and to only pace in both the atrium and ventricle but not sense in either chamber. The physician does not plan to revise the system at this time. No adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead oversensed atrial flutter causing inappropriate shock. Additional information was received that the cause of oversensing was not determined. The oversensing led to pacing inhibition but no asystole greater than 2 seconds was observed and inappropriate shock did not also led to therapy exhaustion. Oversensing p-waves were measuring about 1 mv on the rv channel. The physician performed defibrillation threshold (dft) test at a sensitivity of 1.5 millivolts (mv) and an appropriate sensing of ventricular fibrillation (vf) was observed. The device and the rv lead were remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.